Event description:
It was reported that a loud "bang" noise was coming from the 9800 system c- arm. It was noted that possible arcing associated with tube. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the x-ray tube. The system was tested and found to be working as intended and placed back into service.